Manufacturer narrative:
No product return: asae/ minor bleed: bleeding/oozing noted at fem site. Dressing removed and manual pressure held which resolved bleeding. The cause of the access site adverse event was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
After the patient was transferred to the ICU following impella cp implantation in the cardiac catheterization lab (ccl), bleeding and oozing were observed at the femoral access site. The dressing was removed, and manual pressure was applied by ccu staff at the bedside. After approximately 30 minutes of manual pressure, the bleeding and oozing resolved. The femoral site was cleaned and redressed. No hematoma was noted at the access site.